Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an atrial tachycardia response (atr) event which showed inhibition of right ventricular (rv) pacing. It was noted that the patient had complained for awhile of syncopy. Technical services (ts) was asked to review the patient electrograms (egm). Ts noted the atr event occurred immediately following a threshold test; the patient had lost capture, thus why there was no pacing. Ts discussed using rate smoothing or vrr to decrease any pauses that have not been capturing to help prevent patient syncopy. The patient's rv lead was non-bsc, and has been implanted approximately two and a half years. Additional information was received that this device was electively explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.